Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator remote alarm / central station alarm was working intermittently. Device was not being used when event occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board assembly (pcba). The device passed extended self test (est). Short self test (sst), performance verification test (pvt), and required calibrations.